Manufacturer narrative:
The device used in treatment has been returned and evaluated. This evaluation was able to establish a relationship between the event reported and the device, the visual inspection found the dc inlet port broken, the functional evaluation found the device was displaying error message device failure, the device failed to get passed the error message to complete the testing. This investigation is now complete, with no further action deemed necessary. The lithium ion re-chargeable battery, contained within the device is subject to a limited number of charge cycles, battery failure can occur when it has reached its life expectancy. Please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that during the investigation of the renasys go device, it was noted that the dc inlet port was broken. No patient was involved.